Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device issue was that the therapy delivery test failed and no shock was delivered during an operational check. There was no reported patient involvement.